Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a rp flex placed to support a patient who had decompensated post mitral procedure. The rp flex was placed but, had signs of hemolysis. The rp was removed and replaced with this 2nd pump that was delivered but, stopped after mc rising. The rp was explanted after 31 minutes.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Data logs show that purge pressure starts to rise immediately upon starting pump and continues to rise until the pump was explanted. The pump was unable to be restarted. Upon investigation of the pump, biomaterial was observed wrapped around the impeller and the purge gap. The root cause of the pump stop was determined to be biomaterial.